Event description:
It is reported that end-user developed a rash five (5) years ago located at the right lower quadrant (rlq) under the stomahesive mass and tape collar and under pouch, which started as a blistered red area. A biopsy was performed confirming an allergic reaction with treatment of antifungal power and cortisone injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user cleanses skin with water then dries. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(6), 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.